Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages- 12/13/2018 08:05:05 rfc_repairs (rfc_repairs) po for (B)(6). On 12/26/2018 12:57:20 (B)(4). Evaluation statement: during the servicing activities component q22 on the motor controller board assembly was found to have thermal damage. The noted observation and failure mode of the returned lvp device is consistent with findings noted in prior investigations for this same issue. The issue was investigated under legacy CAPA (B)(4). The root cause was found to be related to improper cleaning activities with associated iui connectors. The component may fail by experiencing electrical over stresses resulting in thermal damage to the part. A device history review from the manufacture date 10/may/2007 to the present was performed and no quality notification (qn) was found recorded for this pump module (lvp). The only servicing recorded was the lvp spring recall activity and was performed in february of 2008 with no issues noted. The customer did not allege any patient involvement or report observing smoke, flames or burning smell while the device was in operation. Based on these facts no further investigation of this issue is deemed necessary by customer advocacy and the service depot may proceed with the appropriate repairing of the returned lvp. On 12/26/2018 14:25:10 (B)(4). (B)(4).